Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they were trying to get their stimulation reprogrammed to where it would simulate their right and left side. Patient mentioned they were having problems with the right side and said the stimulation was only on the left side. Patient also said there would be a burning sensation right over the battery. Patient noticed the issues starting about 8 months ago. Patient said they had been trying to make an appointment with a rep and patient said they were at the doctor's office the other day and asked if a representative was there, and the doctor said no, but they were not telling patient when the rep would be there next. Patient said they think emily from the doctor's office talked to someone at mdt about a month ago, but patient never got a call from anyone. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed role of representative and emailed field team in patient's area.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that rep met with the patient on (B)(6) 2025 and reset the patient dtm settings and intensities. Patient was satisfied with new set up and meeting and will try new settings.